Event description:
In 2008, the sales rep reported that during a l5-s1 lumbar fusion surgery, the surgeon was performing the final tightening and inserted the final driver through the counter torque wrench, placed the tip of the driver into a closure top and slid the counter torque wrench over the screw head. When locking, the driver tip popped out of the closure top hex. The surgeon then reseated the driver tip into the hex without removing the counter torque wrench from the screw head. In continuing to lock, the closure top female hex stripped. The surgeon removed the closure top with the other final driver in the kit, inserted a new closure top into the screw and final tightened successfully with the first final driver used and the counter torque wrench. This malfunction with the driver has been resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Eval is pending upon the return of the product.